Event description:
The customer reported the system's image failed to display in particular positions. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A broken wire in the high voltage cable was repaired. The system was then found to be operating as intended.